Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found a connector/terminal post problem and that the printed circuit board had been damaged. Analysis also found that the power cord bay was switched in the field so this programmer displayed an incorrect serial number in the power cord bay, and that the common mode/wrist electrode functional tested out of specification due to a loose electrocardiogram connector on the link electronics module.